Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 3mm x 20mm x 144cm coyote es balloon catheter was advanced for dilation. During the second inflation, the balloon ruptured in a horizontal form. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event.